Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: claudication, occlusion. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, "approximately two days post procedure, the patient returned with claudication. An angiogram taken two weeks later revealed an occlusion of the femoral artery." Treatment is pending. Patient will discuss with a vessel surgeon possible further treatment. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.